Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 01.23.2017 it was reported to k2m, inc. That a surgery took place in which an inserter would not function as intended extending surgery time. Surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The inserter's ball joint was stripped, thereby preventing the user from being able to engage/disengage an interbody. The inserter's threaded tip was also bent off-axis, and the tip's thread crests were deformed, both of which would have made it more difficult to disengage the interbody, resulting in the ball joint stripping due to over-torquing. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 01/23/2017 it was reported to k2m, inc. That a surgery took place in which an inserter would not function as intended extending surgery time. Surgery took place (B)(6) 2016. (Related to 3004774118-2017-00032).